Event description:
The facility indicated while refurbishing the bed, they found the brake would not hold.

Manufacturer narrative:
Hill-rom could not contact the facility to determine the resolution of the alleged malfunction.